Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 1/4/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product was received and they have not had any medical intervention since the last call. Customer will called if they need any assistance with the product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 80 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2017 (customer was not fasting at time). The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). The customer is concerned with all of the results.